Manufacturer narrative:
(B)(4). The service repair technician replaced the printed circuit board (pcb) which contained the fuses, set the voltages, and replaced the batteries as a precaution. The system met manufacturers specifications. If additional information becomes available that would alter facts or conclusions submitted in this MDR an updated MDR will be submitted accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the 2 amp fuse (pn: 807476) was blown on printed circuit board (pcb) for the universal power supply (ups) battery module. There was no patient involvement.